Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors (B)(4).

Event description:
It was reported that balloon tear occurred. Vascular access was obtained via contralateral antegrade approach. The almost occluded target lesion was located in the severely calcified superficial femoral artery. After a guide wire crossed the lesion, a 6.0 mm x 150 mm x 150 cm sterling¿ catheter was advanced to dilate the target lesion. During dilation the balloon failed to inflate. The device was removed and checked outside the patient. A scratch was noted on the balloon. The procedure was completed using a non-bsc device. No patient complications were reported.